Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was static. There was no reported impact to customer's blood glucose. Pump system check was not performed as the event occurred in the past. Although requested, customer did not provide additional information.